Event description:
"Nurses observed free flow." Unknown what solution or medication was involved, report of no pt injury. Add'l request from distributor for add'l info has not produced anything further/relevant info.